Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed. The investigation could not confirm the cause of the reported issue for this event. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was received through literature ¿extracranial/intracranial vascular bypass in the treatment of head and neck cancer - related carotid blowout syndrome¿ published by laryngoscope 131:1548¿1556 july 2021. The study was to investigate the endovascular intervention or extracranial/intracranial (ec/ic) vascular bypass in the management of patients with head and neck cancer-related carotid blowout syndrome (cbs). Thirty-seven patients were included. Of the 12 patients with ica/cca hemorrhage, 3 underwent endovascular stenting. A self-expanding viabahn covered stent (w. L. Gore & associates inc, flagstaff, az, u.s.a.) That preserves blood flow is used in selected cases of bleeding of ica, cca, or eca stem, which is too near cca to be embolized. The results state in the three stenting patients, one ica/cca-related cbs patient died of rebleeding due to rupture of the distal carotid artery of the stent graft 22 days after the treatment of nasal bleeding with stenting. Since the author reported that the incident was not device-related and was related to progression of the disease, it is classified as a non-complaint. (B)(4). The third patient¿s stent was exposed to the oral cavity, because the carotid artery was occluded without rebleeding, still following up. 2203-a:-other (endoprosthesis exposed).

Manufacturer narrative:
Update b1/2, g3.

Manufacturer narrative:
H6: 213: due to an unknown lot/serial number and no device return, an investigation could not be performed. The information reported in the complaint reports an off-indication use of the viabahn device per the device risk management file. Therefore, the cause wasn't established. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.